Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes after the pump exited storage mode before initiating a sensor session and provided detailed instructions for a pump reset. After completing the reset, the caller successfully started their sensor session without encountering the error again.